Manufacturer narrative:
The customer reports that the cns (central monitoring system) malfunctioned. The customer states that a patient has been gone for 3 days now, but when they try to discharge the patient data from the cns, the software restarts. According to the block diagram of the device, the nvram needed to be reset. Changing the channel of the reciever to something else and back solved the issue. The customer was able to clear the old patient data and admit a new patient. They were also able to see waveforms when tested on a simulator. The customer has not sent in the device for an evaluation due to the issue being resolved through troubleshooting with nihon kohden technical support. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) malfunctioned. The customer states that a patient has been gone for 3 days now, but when they try to discharge the patient data from the cns, the software restarts.